Event description:
A device report from synthes (B)(4) indicated a hospital in (B)(6) reported: during a procedure with a patient presented with pseudarthrosis of the femur fracture, the patient underwent removal of the femoral graft with ria drive shaft. During the milling with the cutter, the bone graft removal was not possible due to one of the aspiration tube connected in the cutter breaking inside of the femur of the patient. The cutter was removed and the doctor used another cutter to remove bone graft. Sufficient bone graft was removed. At the end of the procedure, the same problem occurred. It is unclear if the cutter is a synthes device. This is 1 of 2 reports for the same event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Investigation coordinated by synthes (B)(4). Report received indicates the performed investigation could not detect any material faults. The plastic deformations combined with the found fine dimply structure on the fracture surface are a clear indication of a ductile forced fracture mechanism. It can be assumed that the reamer broke during an instantaneous overloading. One possible explanation for such an overloading event might have been contact with other hard material such as metallic parts or particles causing a blocking of the reamer. Another possible reason for the overloading might have been additional force onto the reamer to attempt compensation of an insufficient drilling performance due to the damaged cutting edges or extensive friction because of wrong or bad mounting of the reamer head.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. The manufacturing documents were reviewed and no complaint related issues were found.